Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pressure shut off on the patient side¿ was confirmed. The pump immediately alarms for overpressure. The event history log shows "high pressure" alarm messages. The reported issue was determined to be caused by missing calibration of the downstream sensor and was recalibrated to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pressure shut off on the patient side¿; during device evaluation it was found the pump immediately alarms for overpressure due to missing calibration of the downstream sensor. There was no reported patient involvement.